Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer stated that he received an error message and that the measurement is not successful, several question marks are displayed. There was no patient involvement and no report of any patient or user harm.